Event description:
It was reported that the ilet issued an occlusion alert while the user was wearing a contact detach infusion set (23", 6 mm), and customer care provided education on the alert and guided a disconnect and fill tubing procedure; drops were observed, the user confirmed flow, and therapy was resumed. Investigation included agent-led troubleshooting and education, including disconnection similar to showering and a fill tubing procedure to confirm insulin flow. Investigation of this case revealed that the occlusion condition was not reproduced after the guided procedure and the cause remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no emergency care, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.